Event description:
It was reported that this patient expired several years ago. The cause of death was listed as cardiopulmonary arrest from heart disease. The patient advocate who recently reported the death noted that the device did not shock the patient and did not function properly. No additional details were provided.